Event description:
The patient's wife called tech support regarding a m65 "scale reading error" alarm. She stated that the patient is in fill 1 of 5 and that he had filled with 1995ml (fv 2000ml). She added that the patient is being 2, 5l supply bags and that the heater bag is almost empty; her husband now feels very full. Tech support assisted wife with a stat drain and the patient drained 4095ml. Follow up: (B)(6) 2012 - the patient's wife stated that during fill 1, her husband began to feel very full. When she looked at the heater bag (5l) on top of the cycler, she noticed that the bag was almost empty. She immediately stopped the treatment and called tech support seeking assistance with a stat drain. Once the stat drain was started, her husband began to feel much better. He was able to complete the treatment manually with no additional problems. He continues on ccpd with the replacement cycler with no difficulties. There was no serious injury.

Manufacturer narrative:
Supplemental report will be submitted when device investigation is complete. Follow up: (B)(4) 2012 - the patient's peritoneal dialysis nurse stated that there was a large drain volume following fill 1. She adds that the patient did feel full but felt better following the stat drain. The patient has since been seen in the unit and there were no reported problems. There was no serious injury or the need for medical intervention during or after this event.